Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (damaged cable) was investigated. As received, the electrode belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the trunk cable connector was cracked and there was an open green (+3.3v) wire inside the trunk cable. The cause of the incoming test failure is the open wire. The root cause of the open wire and cracked connector is excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt had a damaged cable.